Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. It was reported that due to twiddler¿s syndrome the lead pulled out on its own. The lead was explanted. A new lead was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed a lead severed in two segments at 17 cm from terminal pin. Lead body slightly twisted may have contributed to the dislodgment.